Manufacturer narrative:
Retainer black. Customer returned pump for alleged buttons are hard to press and battery lasting less than expected found on (B)(6) 2021. The pump passed the sleep current measurement, active current measurement, self test, keypad voltage test, and displacement test. Successfully downloaded the trace and history files using thus. All buttons are functioning properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery/power related alarms noted during testing. A review of the history files reveals there was one (1) change battery fault (replace battery alert) on (B)(6) 2021, four (4) low battery alerts on (B)(6)2021, and two (2) batt out limit (power loss) alarms on (B)(6) 2021. No excessive battery related alarm noted in the history files. No damage or moisture damage was found on the keypad assembly, electronic assembly (pcba 1 and pcba 2), the motor, or force sensor and the j1 connector on pcba 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case and pillowing keypad overlay. Low battery life, battery last less than expected, and unresponsive keypad (buttons hard to press) are not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump number keys were hard to press and customer need to apply lots of force to change numbers. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.